Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter state: (B)(6). (B)(4). Product analysis: the returned flexima biliary stents was analyzed, and a visual evaluation noted that the push catheter was found with several kinks at the proximal section, additionally, the guide catheter was partially removed, and it was found stretched and detached. Also, a kink was found in the stent. The reported event was confirmed, it is possible that operational factors, such as user technique/handling during procedure contributed to the observed kinks in the device. This device condition could cause resistance at the moment to retract the pull wire/guide catheter, continued attempts to retract the pull wire/guide catheter to release the stent or force applied to retract pull wire/guide catheter can result in guide catheter stretched and detachment due to friction between the components. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2019. According to the complainant, during the procedure, the physician found that the guide catheter was kinked and the stent was not able to deploy successfully. The procedure was successfully completed with another flexima biliary stent. There were no patient complications/ no patient injury reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Investigation results revealed that the guide catheter was broken therefore this event has been deemed an MDR reportable event.